Event description:
Information received by medtronic indicated that the customer had gone to emergency room due to hypoglycemia. Blood glucose value was reported as 40 mg/dl at time of the event while sensor glucose value reported as 88 mg/dl. Bg vs sg values were not within the target range at the time of the event. It was unknown that auto mode feature was active or not at the time of event. Customer declined the troubleshooting for low blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), comprehensive remediation plan for diabetes. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.